Event description:
I had the essure device implanted in 2011. After this I developed heavy bleeding and cramps. Since having this implant I still continue to have heavy bleeding at times, abdominal cramps, painful intercourse, and headaches. These are some of the symptoms just to name a few.